Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation was able to replicate the reported failure by installing the part into the test system. The part did not power on the patient side cart (psc) and was found to have defective electrical components. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the patient side cart (psc) lost power. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance but the issue could not be resolved. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the reporter and received the following additional information: the system was inspected prior to use. The reported issue occurred towards the end of the procedure. There was no report of delay and no additional anesthesia administered to the patient. The patient tolerated the laparoscopic procedure well. There is no report of intraoperative or post-operative complications. An isi field service engineer (fse) was dispatched to the site and replaced the patient power distributor (ppd) board to resolve the reported issue. The ppd distributes dc power to the various components of the patient side cart (psc).